Manufacturer narrative:
This manufacturer report is being submitted for the second of four individual patient cases identified in manufacturing report 3005174370-2016-00040 follow-up 1. Based on the available records, it is not clear what role, if any, the lava ultimate restoration, played in this event. Other factors, such as prior tooth history, patient hygiene and dental treatments, may have played a role in the need for tooth extraction.

Event description:
This patient record was identified during post-market surveillance activities. Records supplied by the dental office indicate that a male patient ((B)(6)) required extraction of tooth #18. This tooth had received a lava ultimate crown on (B)(6) 2012, because a prior crown (placed in 2005) on the tooth had fractured. On (B)(6) 2014, the crown debonded during a hygiene appointment; at that time, decay and a possible tooth fracture were noted. On (B)(6) 2014, the tooth fracture (vertical) was confirmed and the tooth was extracted.